Event description:
It was reported that condensed water was coming out from the compressor and it leaked into the ventilator to which it was connected. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue with the faulty compressor has been confirmed during evaluation of received problem description. Our field service engineer (fse) was on-site for further investigation. No part was replaced as the customer had decided to take the affected compressor out of use. The only information received regarding this complaint is the information stated in the problem description, which is insufficient to determine the root cause of the reported failure. Given this, we have not been able to confirm the issue nor can we identify any root cause.

Event description:
Manufacturer's ref #: (B)(4).